Event description:
Customer reported the system is displaying erroneous x-ray tube temperature warnings. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ps1 power supply. System operates as intended. (B) (4).